Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ finland the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that nurses and the doctor noticed the outer and inner plastic packaging had melted and the cover was very difficult to open. A new implant was used to complete the operation. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6 -visual evaluation of the provided photos and returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. A blood-like stain was found on the tyvek of the inner sterile pack; however, this staining likely occurred during the surgery. Sterility, or breach thereof, cannot be determined as the outer tyvek seal was previously removed not allowing for a full examination of the blister seal. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -medical records were not provided. -the condition of the device when it left zimmer biomet control is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. -this complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.